Manufacturer narrative:
Continuation of d10: product ID 39565-30, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6)2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6), ubd: 15-dec-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported the patient desired the paddle lead be replaced so they could be MRI eligible, but upon interrogation of battery it was found that three electrodes were out of range with high impedances >10,000. The lead was replaced and the hcp discarded the device. The cause was not determined, but the issue was resolved. The rep reported they would submit any new information that becomes available. On 2024-apr-10 the rep reported the high impedances were noted when the leads were in use with the previous ins. It was reported the ins was replaced due to normal eos.